Event description:
Eminent clinical study. It was reported there was stenosis. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. Target lesion was located in the left mid-distal superficial femoral artery (sfa) with 99% stenosis and was 60 mm long with a proximal reference vessel diameter of 6.0 mm and distal reference vessel diameter of 6.0 mm and was classified as a tasc ii b lesion. Target lesion was directly treated with 6 mm x 80 mm study stent. Post dilatation was performed with final residual stenosis of 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2019, pseudoaneurysm occurred. On (B)(6) 2022, 1406 days post index procedure, subject visited to the clinic for protocol scheduled, 48 months follow up and diagnosed with stenosis of common femoral artery and left proximal superficial femoral artery. No action was taken to treat the event. At the time of reporting the event was ongoing.